Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Missing lot information has been requested. A follow up report will be submitted when the information becomes available.

Event description:
(B)(4) ¿ the dentist reported that almost 2 months after dental implant was installed in intraoral region 3#, its non-osseointegration was observed. In addition, 55 ncm of primary stability was achieved and the patient presented insufficient bone quality/quantity (bone type iii).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that almost 2 months after dental implant was installed in intraoral region 3#, its non-osseointegration was observed. In addition, 55ncm of primary stability was achieved and the patient presented insufficient bone quality/quantity (bone type iii).